Manufacturer narrative:
Correction: h6 (impact code). Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): patient code e2114 captures the reportable event of perforation. Block h6 (impact codes): impact code f19 captures the reportable event of surgical intervention. Block h6: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that a hydra jagwire was used in the esophagus during a esophageal stent placement procedure performed on (B)(6) 2021. During procedure, the hydra jagwire passed through the stenosis and hanaro esophageal stent was placed. An examination was performed immediately after the procedure and confirmed the contrast agent had leaked into the peritoneum. It was noted there was a perforation in the stomach and an emergency operation was performed. In the physician's assessment the guidewire contributed to the perforation however there was no reported malfunction of the device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydra jagwire was used in the esophagus during a esophageal stent placement procedure performed on (B)(6) 2021. During procedure, the hydra jagwire passed through the stenosis and hanaro esophageal stent was placed. An examination was performed immediately after the procedure and confirmed the contrast agent had leaked into the peritoneum. It was noted there was a perforation in the stomach and an emergency operation was performed. In the physician's assessment the guidewire contributed to the perforation however there was no reported malfunction of the device.